Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value (B)(4). Note: during follow-up call on 04/17/2017, the customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated no medical attention had occurred since the last call. Customer stated she performed a blood test that morning using truemetrix meter and obtained a result of 187 mg/dl fasting.

Event description:
Customer reported complaint for e-5 error: test strip error. The e-5 error occurred after the blood sample was applied to the test strip. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced result of hi using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017 the customer stated she was not feeling well and was very sleepy. Customer stated she had administered 24 units of novolog. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.